Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noted difficulty finding the his bundle and lead not being stable after screw in. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.